Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 38 mg/dl at the time of the event. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. The customer was disconnected during priming. The customer uses quick-set infusion sets. The customer's father believes that the insulin pump caused the event. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.